Manufacturer narrative:
The cause for the (B)(6) result is unknown. The (B)(6) immunization for the hemodialysis patient may be a possible cause for the (B)(6) result. (B)(6) white paper regarding hemodialysis patients and (B)(6) with the (B)(6) assay was provided to the customer. The advia centaur hbsag IFU (10629872 rev. W, 2015-06) states that the overall percent agreement for high risk, signs and symptoms, and dialysis populations is 94.57% with a 95% confidence interval of 89.14 to 97.79%. The patient sample is not available for additional testing. The instrument is performing within specifications. No further evaluation of the device is required. The hbsag confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that presently available methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive hbsag test result does not preclude the possibility of exposure to or infection with hepatitis b."

Event description:
A (B)(6) result was obtained for a hemodialysis patient sample. The patient sample was reactive for (B)(6) and was tested on the advia centaur xp confirmatory assay. The result confirmed (B)(6). The customer states the patient was vaccinated 8 days prior for (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.